Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, an area of the device, "a few cm's" before tip, became kinked. The procedure was completed with another jagtome rx sphincterotome. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed and the root cause could not be determined. If any further relevant information is identified, a supplemental medwatch will be filed.